Event description:
It was reported that the patient's device recently reached recommended replacement time (rrt) and the physician feels like this was a premature battery depletion. The device will be explanted and replaced and remains in use. No patient complications have been reported as a result of this event.